Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm and constantly beeping during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got a beep and water inside the insulin pump. The customer¿s blood glucose was 278 mg/dl at the time of incident. Customer states they see fluid under the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.